Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation complaint received ad 5 apr 2022. Patient was revised was due to metallosis, pseudotumor formation and suffered metal poisoning from the toxic heavy metals. Also alleges pain, injury, tissue destruction, metal wear, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress. Doi: (B)(6) 2007, dor: (B)(6) 2020, unk hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After a review of the medical records received, the patient was revised due to elevated metal levels, as well as severe pain and discomfort, moreover, difficulties standing, sitting, walking, climbing stairs, and performing normal daily living activities. The patient suffered from the inability to sleep due to his pain and discomfort. The surgeon noted that extensive clear serous fluid was encountered as well as metallosis and debris within his trochanteric bursa and capsule. And due to these observations, the surgeon performed extensive debridement of the tissue. On (B)(6) 2007, the patient had a non-cemented left total hip arthroplasty, to address degenerative joint disease. Depuy pinnacle was implanted during the procedure. Surgery page 849 of 1448. (B)(6) 2020 lab values cobalt 27.5 ug/l, chromium 17.7 ug/l. (B)(6) 2020 MRI of left hip notes predominantly fatty intra-articular mass, synovitis, large periarticular fluid collection, severe atrophy of the obturator internus and externus muscle, pain, and weakness on (B)(6) 2020, clinical notes state the patient has been hearing a ¿squeal¿ noise in the hip. On (B)(6) 2020, the patient had a revision of the left hip to address pain, discomfort, elevated metal levels, and difficulties standing, sitting, walking, climbing stairs, and performing normal daily living activities. The patient also noted an inability to sleep. During the procedure, the surgeon observed extensive clear serious fluid, metallosis, pseudotumor, and debris. The head and liner were revised. (Part/lot page 740 of 1448 on medical records ad 15 apr 2023) (B)(4). (B)(6) 2020 lab value cobalt 7.1 ug/l, chromium 11.9 ug/l. (B)(6) 2021 lab value cobalt 4.1 ug/l, chromium 9.4 ug/l. The medical records noted medical information on the knees with no manufacturer. No pc's required at this time. In 2005 bilateral tkr (no specifics). On (B)(6) 2018 office visit notes the patient has patellofemoral crepitus in the left knee. Imaging notes a slight amount of patella baja. On (B)(6) /2018 patient reported left knee pain, and it locked up on him. Radiograph interpretation noted there may be a piece of polyethylene shadow in the back on the left. On (B)(6) 2018 patient reports having left knee swelling, pain, and ¿locks up¿ on (B)(6) 2018 patient had a left total knee arthroplasty to address chronic pain of left (no surgical notes).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 health effect - clinical code. H6: swelling/ edema (e2338) is being utilized to capture swelling & edema. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised due to elevated metal levels, as well as severe pain and discomfort, moreover, difficulties standing, sitting, walking, climbing stairs, and performing normal daily living activities. The patient suffered from the inability to sleep due to his pain and discomfort. The surgeon noted that extensive clear serous fluid was encountered as well as metallosis and debris within his trochanteric bursa and capsule. And due to these observations, the surgeon performed extensive debridement of the tissue. Affected side: left.

Event description:
Medical records were reviewed and pathologic findings from tissue samples: necrosis/necrotic.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2020, the patient was revised due to failed meta on metal left total hip arthroplasty with metallosis and pseudotumor. Surgical indicated that the patient had pain swelling and evidence of significant elevated cobalt chrome ion levels and pseudotumor. The patient had and the liner was replaced with a poly liner and ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation with the reported adverse event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.